Event description:
It was reported that, this cardiac resynchronization therapy pacemaker (crt-p) was found to be in safety mode. Subsequently, this crt-p was explanted and replaced. No additional adverse patient effects were reported.